Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The patient experienced asystole as a result. The patient was hospitalized due to presyncope. Technical services (ts) reviewed the reports and noted that the lv lead was functioning as expected. However, the lead was programmed to the right ventricular (rv) coil to the can, which has contributed to the loc as the rv lead also exhibited loc. Ts advised resolution. The lead remains in use. No additional adverse patient effects were reported.